Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was worried the implantable cardioverter defibrillator (ICD) had malfunctioned, referring to a particular incident which occurred a few days prior. The ICD remains in use. No patient complications have been reported as a result of this event.